Event description:
It was reported the patient no longer felt stimulation. Reprogramming was only able to provide stimulation in her hands, but her pain area is the neck. The patient denied any recent traumatic events or falls. It was reported the patient will follow up with her surgeon to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.